Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The upper auxiliary assembly, which contains the failed screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump had a system error 322. Any patient involvement, injury or medical intervention is unk.